Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned shipping wedge was found to be damaged. It was reported that the shipping wedge was broken or yellow pieces have broken off from the shipping wedge and there was a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while working on the mesoappendix during a laparoscopic appendectomy, small piece of the shipping wedge broke off and fell into patient's cavity. The broken piece was retrieved with a grasper. There was no patient injury.